Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the lifeband would not retract, and the autopulse platform (serial # (B)(4) displayed "realigned patient" error message. In addition, the drive shaft makes a grinding/squeaking noise. Crew was unable clear the error and performed manual CPR. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR (B)(4) for the autopulse platform (sn (B)(4).